Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2026. The infusion set was detached at from the site connector. The infusion set was inserted in the gluteous and used for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.